Event description:
It was reported the patient presented via merlin.net with several episodes of non sustained lead noise due to a sensing latency. Programming changes wer recommended. Patient notifier was disabled. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.